Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 4.0 x 23 mm xience prime stent was implanted; however, a dissection occurred. Another xience prime stent was used to treat the dissection successfully. Post-dilatation was performed. The patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.